Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was 355 mg/dl. The troubleshooting was performed. The customer was advised to return the insulin pump with battery and zero out basal rates. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised tha the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip.